Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the reported no telemetry was confirmed and was shown to be caused by an undetermined fault in the microprocessor of an integrated circuit. Attempts to localize the defect through circuit analysis, scan testing and production testing were unsuccessful.